Event description:
The physician reported that "the catheter was identified to be leaking spinal fluid from around the outside of it." The catheter was replaced. The pt recovered without sequela. The medication being delivered via the device system was fentanyl.

Manufacturer narrative:
Catheter.